Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The exposed soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue with insulin delivery. During fluid path testing, the fluid was able to travel the complete fluid path with no issues, and no leaks were found. Therefore, no problems were found regarding the reported bent/kinked and leaking during wear events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone15.4 cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 335 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged as well as bent. In addition the patient repots the pod was leaking during wear. As treatment, the patient applied a new pod.